Event description:
Reportedly, the subject programmer did not start correctly by displaying the following message "cannot access to manager core".

Event description:
Reportedly, the subject programmer did not start correctly.